Event description:
Skin reaction to dexcom adhesive worsening over time. Causes bumps, blistering, intense itching, skin peeling, oozing and scarring under the adhesive. Oozing can cause the device to loosen and come off. It is progressively worsening with each use, regardless of site placement. FDA safety report ID# (B)(4).